Event description:
Middle-aged male with history of hypertension with a positive stress test and having surgery for coronary artery bypass graft - while harvesting the vessels, the hemopro ii timed out while burning. Without known injury to patient, another device was used.